Event description:
Customer reported getting erratic readings from their freestyle meter. Precision tests were performed at the time of the initial call with the freestyle meter and results were 209 mg/dl and 117 mg/dl. Freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.